Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ defibrillator is experiencing the therapy delivery test failure in the operational check. There was no reported patient involvement.